Event description:
It was reported that during pre-use testing of the taperguard evac tracheal tube, air leakage was identified in the cuff on two separate occasions with two different products. The cuff was inflated using a handheld pressure gauge to 30cmh2o, and leakage was observed in both instances. The issue was detected prior to use in a hospital setting. The products were replaced with new devices.

Manufacturer narrative:
D10 concomitant product (18875, 18875 7.5mm taperguard evac trachealx10, lo# 24d0266jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cuff had a cut. Functionally, an inflation/deflation test was performed. Air was applied to the cuff using a syringe, and it was observed that the cuff deflated immediately. It was reported that there was air leakage identified in the cuff. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-use testing of the endotracheal tube, air leakage was identified in the cuff on two different products consecutively. The cuff was inflated using a handheld pressure gauge to 30cmh2o, and leakage was observed in both instances. The issue was detected prior to use in a hospital setting. There was no patient involved.